Event description:
It was reported that during a laparoscopic hernia procedure, part of the flapper valve of the device loosened and fell into the patient. The part was retrieved with no patient consequences. Used another like device to complete the procedure.